Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. In addition, multiple cartridge alarm 29's occurred. Reportedly, a new cartridge was loaded and the infusion set was changed to address the issues. Blood glucose level ranged from 200-250 (mg/dl).